Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microlance¿ needle had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Although defect is confirmed thanks to video provided, it has not been possible to duplicate with returned sample. Review of DHR show no abnormalities during needles manufacturing, and this is the first time this lot is reported for this defect. No actions are required. Bd does not propose any preventive action in the scope of this complaint.

Event description:
It was reported that a bd microlance needle had leakage. There was no report of exposure, serious injury or medical intervention.